Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return sample analysis of alinity s htlv I/ii, list number, lot 24237be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Returned sample ID e001821015654 was tested in-house with alinity s htlv I/ii and mp biomedicals htlv blot 2.4. Calibration met assay parameters and controls met package insert control ranges. Validity criteria per manufacturer¿s instructions were met. Alinity s htlv I/ii obtained an initially reactive result (not enough sample for double retest), replicating the customer¿s observation. Per the mp biomedicals htlv blot 2.4 package insert, a negative result was obtained. Considering all results, including the results from the customer, the final sample interpretation is false reactive for sid e001821015654. A customer data review for alinity s htlv I/ii, ln 6p07-55, lot 24237be00 was performed. The initial reactive rates (irr), the repeat reactive rates (rrr) and the specificity (assuming zero prevalence) of reagent lot 24237be00 at banco de sangre y tejidos de a were within product requirements. Further, the overall reactive rates and specificity assuming zero prevalence across all customers using lots 24237be00, are within product requirements. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s htlv I/ii reagent lot 24237be00.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
This follow-up submission sends for correction on section d9 in emdr 2021 nov-30 form version: date returned to mfg: to blank (no date) from 5/25/2021. This date 5/25/2021 was not for the suspect device return and it reflected the date patient specimens were returned for investigation.

Manufacturer narrative:
Patient information, patient identifier = sid= (B)(6). (B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on one donor specimen. The results provided were: on (B)(6) 2021 sid (B)(6) /no previous history for this donor /roche elisa chemiluminescence= (B)(6) there was no reported impact to patient management.